Manufacturer narrative:
Product ID: 3093-28, lot# v098959, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Event description:
It was reported that the patient¿s lead and battery were being removed as the battery was at end-of-service and there were impedance readings over 4,000 ohms. The tined leads were imbedded too well, and it was reported that the hcp was unable to remove it without breaking the lead. The hcp determined that it would be better to just leave the remnant lead in the patient (left s-3) since he was going to put another lead on the patient¿s right s-3. It was noted that the lead broke about 2.5" deep into the patient and the only way to remove the lead would have been to cut down to the sacrum. It was reported that there were no patient symptoms or complications associated with the event.